Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and noted that quality controls were in range. The customer allowed siemens remote access to troubleshoot the instrument. Siemens reviewed the results and noted the calcium (ca) and glucose (glu) assays had abnormal assays flags and noted that flagged results were not reported out. Siemens noted the abnormal assay flags indicate a potential issue with the sample mix. Therefore, siemens dispatched a customer service engineer (cse) to the customer site. The siemens cse inspected the instrument and checked health/fitness reports. Performed server 1 service methods, and noted the sample probe (s1) and reagent probe (r2) mix was out of specification. The cse noted the s1 probe was bent. The cse replaced the probes (s1 and r2) and mixers, and auto aligned the probes. The cse repeated the server 1 service method and operated within specifications. Qc testing was performed and within specification. Siemens evaluated the information provided and noted no evidence of foaming and no reagent delivery issues. No related instrument health report (ihr) errors found in the system logs. The cause of a discordant, falsely depressed, carbon dioxide (co2) result on one patient sample is unknown. Siemens is unable to rule out sample integrity, or pre-analytical variables that can affect the quality of the sample as a potential cause of the event. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
The customer obtained one discordant, falsely depressed, carbon dioxide (co2) result on the dimension vista 500 instrument. The discordant result was not reported to the physician(s). The customer used the same sample to perform repeat testing on the same instrument and on an alternate dimension vista instrument. The repeat results were higher and considered correct. The customer reported the repeat result (37 mmol/l) obtained on the alternate instrument and issued a corrected report. There are no reports of patient intervention or adverse health consequences due to the falsely depressed co2 result.